Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28 lot# va0qt5j serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the from the consumer reported the implant was removed due to an ¿abscess¿, rather than the implant poking out as indicated previously. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28 lot# va0qt5j, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the spouse of a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a problem with the device and they had to remove it. It was indicated that it was an emergency surgery because the wire was sticking out. No further complications were reported or were expected.